Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of an da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. The sureform 60 stapler instrument logs show (part number 480460-09), (lot number l15221117-0209), was installed on the system 4x and fired 4 reloads (4 blue). There were no incomplete clamps throughout the procedure. The first firing was completed with 1 pause for compression. Firings 2-4, were completed with no pauses for compression on each. There were no incomplete unclamps or firing failures for this instrument. There were no stapler related errors in the logs.

Event description:
It was reported that after a da vinci-assisted sigmoid colectomy surgical procedure, there was a bowel leak due to an incomplete staple line requiring intervention. Intuitive surgical inc. (Isi) contacted the clinical sales representative (csr) and obtained the following information from the console surgeon's partner. The initial surgery involved a colostomy take down, and the anastomosis was completed with an eea stapler. No complications were reported during the initial surgery. The surgeon reports that the bowel leak was not a result of the sureform 60 stapler instrument and its reloads used during this procedure, there were no incomplete staple lines, errors, or malformed staples produced. The anastomosis leak was identified after the patient returned to the hospital one week post-operatively with fevers and abdominal pain. A CT scan was performed with rectal contrast which confirmed the anastomosis leak and then further concluded the leak was from the eea staple line. The surgeon's colleague reports it is unclear if the anastomosis leak was produced from the eea stapler or surgical technique. The patient was then taken back to the operating room for an additional surgery which included a takedown of the failed anastomosis and redo-colostomy.